Event description:
It was reported that the arctic sun device had an alarm 77 (non-recoverable system error - chiller water temperature sensor out of range).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had an alarm 77 (non-recoverable system error - chiller water temperature sensor out of range).

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported.